Manufacturer narrative:
An inspection of the site and the product was conducted. The device did not cause or contribute to the incident.

Event description:
Received letter for joint scene examination for potential subrogation claim for fire damages related to a fire loss.

Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Received letter for joint scene examination for potential subrogation claim for fire damages related to a fire loss.